Event description:
The battery was returned to the service desk by the user. Reportedly, the dacapo power pack is broken with signs of leakage. No report of user contact with electrolyte or injuries has been received.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user.

Manufacturer narrative:
The device may be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The battery was returned to the service desk by the user. Reportedly, the dacapo power pack is broken with signs of leakage. No report of user contact with electrolyte or injuries has been received.